Event description:
Patient reported obtaining elevated blood glucose results (345 - 445 mg/dl), while using the suspect device. Patient indicated that, after receiving a result of 375 mg/dl, they sought treatment for high blood glucose, at the hospital. Upon their arrival in the hospital, patient's blood glucose measured 191 mg/dl (using the hospital's blood glucose monitor). Patient was treated with a saline IV, for dehydration, and given medication for hypertension. Patient indicated that, prior to seeking treatment, they had run controls on the system, which had tested in range. A request was made for the return of the suspect product and replacement product was shipped.